Event description:
It was reported that the patient went to the emergency room due to shocks and a remote transmission was sent. Episodes of ventricular fibrillation/ventricular tachycardia were detected and treated. The electrogram suggested that the shocks may have been inappropriate due to atrial fibrillation with rapid ventricular response. The left ventricular lead had high impedance and possible loss of capture. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).